Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). The microcatheter was returned for evaluation. The returned microcatheter was missing the distal tip. At the tip breakage end, stretching of the inner polymer and circumferential cracks on the tip polymer were observed. These findings indicated that the tip was torn off by tensile stress. The catheter lumen was crushed and turned into oval shape. Braids in the mid layer were exposed at the tip breakage end. The above observation suggested that the tip was separated at the junction of the distal end of the braids and the polymer-only-segment, approximately 2mm proximal to the tip end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress was applied to the microcatheter as it was removed from the anatomy while the catheter tip was likely being trapped by the concomitant balloon. On the condition, the applied tensile stress could exceed the product's design limit and cause the catheter tip to tear off. It was concluded that this event was not attributed to the product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter separated during a pci to treat a severe occlusion of the bifurcation between the lad and lcx. The lcx #13 was previously stented. The microcatheter was advanced over an asahi guide wire to cross the lesion in the lcx #12. After successful crossing, the microcatheter was removed with an exchange catheter to deliver a balloon catheter. When the balloon catheter was delivered, it was noted that a tip fragment of the microcatheter was pushed to the stent previously deployed in the #13. Attempts to retrieve the tip fragment failed. The tip fragment was embedded to the previously deployed stent by another stent. The procedure was then presumed and completed with successfully reestablished blood flow. The patient was discharged home without problem.